Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) reportedly verified the malfunction. The cse inspected the device and reported that the printed circuit board (pcb) will be replaced.

Event description:
Covidien received information stating that the ventilator screen froze. The device was not in use on a patient when this event occurred.